Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized beginning on may 20, 2026, related to diabetes and persistent high blood glucose (bg) levels. The admission had been planned due to ongoing fluctuations over the past 2¿3 months, during which time the patient frequently experienced readings above 300¿mg/dl (16.7 mmol/l) on their personal diabetes manager (pdm). At the time of hospital admission, the patient¿s bg level was 200¿mg/dl (11.1 mmol/l) via a fingerstick. The patient reported experiencing sensor-related issues during this period and believes these may have contributed to the instability. Currently, the patient is being treated at the m&I fachklinik bad heilbrunn and is receiving insulin through the pod only, with no additional medication administered by the hospital. Glucose values are still visible on the pdm but remain unstable. The pod was worn on the arm and the sensor on the abdomen (same side), and since values are currently being received, no immediate troubleshooting was required. Bg levels are currently improving, and the goal of the medical team is to stabilize them. The expected hospital stay is approximately 10 days. The patient reported no symptoms other than elevated glucose levels and was unable to provide the treating physician¿s name.